Event description:
CABG x 4 w/lt ima 12/30/97. Rec'd in ohrr at 1255. At 1845 began turning. Turned pt to rt side. At 1900 rt breast and upper chest became very swollen hard & dusky in color. Pt returned to supine position. Had edwards vip catheter in place via right internal jugular. Had packed cells, ivf d5w w/40 meg kcl, d5w w/40 meg neosynephrine, d5w w/50 mg ntg, & d5w w/250 mg dobutrex infusing in rij. IV fluids changed from rt ij to peripheral site. Internal jugular began infusing ivf again. Catheter flushed easily w/no problems.